Event description:
Pt presented at clinic for breast ductal lavage. Practitioners were unable to dilate duct satisfactorily. In an attempt to relax the snug sphincter, the physician instilled a small quantity of 1% aqueous atropine into the duct through the lumen of the ductal lavage catheter. Within 10-15 minutes, pt complained of thirst, dry mouth, a thick sensation in their throat, and lightheadedness. Pt displayed a patchy erythema on their throat and upper chest; good color on their face and limbs, warm, dry skin and strong vital signs (bp approx 136/90, pulse mid 80's, resp approx 20.) Pt complained of difficulty getting their breath; lungs were clear and exchanging air well. Pupils were widely dilated; pt was restless. Pt's restlessness and air hunger increased. After consulting with pharmacist, physician administered 0.5 mg physostigmine sc. After approx 10 minutes, bp 140/90, pulse approx 104, resp approx 24. The pt was restless, and confused, while still complaining of thick sensation in throat. Administered o2 2l/minute. After approx 15 minutes, pulse 128, bp 160/92, resp 32. Pt was transported to ER by wheelchair where there were more support facilities and staff to care for and observe pt. In ER: IV started to ko. O2 by nasal cannula. O2 sat 98-100%, systolic bp fluctuated approx 150-160. After approx 6 hours in the ER pt was still confused, vital signs stabilizing with bp syst 140, hr approx 80. About 1 hour later pt was lucent and tired. Discharged from ER in care of their family member. Written discharge instructions to contact their personal physician in 3 days. There were no device problems directly related to this event. This event was related to medication administered prior to use of the device.